Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
From additional information received, it was reported that the compress lost compression due to poor bone quality. The spindle and anchor plug prosthesis exert the upward force.

Manufacturer narrative:
(B)(4). Concomitant medical products: cps short anchor plug 18mm p # 178560 l# 317690, cps transverse pin 6pk 44mm p# 178530 l# 871590, cps nut co-cr-mo alloy p# 178512 l# 025940, cps transverse pin 6pk 56mm p# 178533 l# 787380, cps/oss 5cm tpr adapt w/oss sc p# 178711 l# 365780, oss 4cm diaphyseal segment p# 150482 l# 983620 cps x-long pin 6pk 68mm p# 178572 l# 045410, cps transverse pin 6pk 60mm p# 178534 l# 599280, cps centering sleeve 21mm p# 178543 l# 599280. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-01014. 0001825034-2020-01015. 0001825034-2020-01016. 0001825034-2020-01017. 0001825034-2020-01018. 0001825034-2020-01019. 0001825034-2020-01023. 0001825034-2020-01025. 0001825034-2020-01027.

Event description:
It was reported that the patient underwent an orthopedic salvage procedure. Subsequently, the patient was revised due to failure of the compress spindle and poor bone quality. Attempt for further information has been made, but no further information has been provided.